Event description:
A caller reported an issue where the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support instructed the caller to remove the pump's case, inspect and clean the pneumatic tap area, and address an o-ring, which enabled the caller to reload the cartridge successfully. The case owner received and reviewed photos of the customer's cartridges and back of the pump, resolving the issue with no further action required.